Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The stapler sureform instrument was returned with stapler reload was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf 45 black reload. Visual inspection was performed and no damage was observed. Additionally, the instrument logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, it was noted that after attaching and using the sureform 45 black and white reloads, the plastic parts on both sides of the attachment site fell off and into to the patient. The fragment(s) were retrieved during the same procedure. There was no instrument collision.

Manufacturer narrative:
The black reload was received and the failure analysis investigation was completed. The reload was found to have a lodged staple wedged in between the reload. Visual inspection confirmed there was one lodged staple at the distal end of the reload. The staple was removed, and the reload was inspected. There was cartridge damage and blade damage to the knife. The cartridge was damaged between the knife track at the site of the lodged staple. There were missing pieces of the cartridge that were not returned. The reload parts were separated for inspection, and damage to the blade was confirmed. The reload blade was found to have mechanical indentations. Medwatch report (2955842-2025-34954) was submitted for the sureform 45 white reload.